Event description:
It was reported that during the implant attempt of the left ventricular lead, the threshold tested higher than five volts and the lead could not be firmly fixed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.